Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. Device unable to be located by patient.

Event description:
Patient reported that she had a PICC for seven weeks and with no complications. The PICC was removed as it was no longer needed. The patient stated that everything went well with removal and that the site scabbed up for healing. She stated that ten days after removal, there allegedly was an 1/8" piece of the catheter noticed in her scab. No harm was reported.